Event description:
Patient reported obtaining back-to-back blood glucose results of 139 mf/dl and 54 mg/dl, on the advantage system (meter strip lot 549432 with expiration date 01/31/2008). Patient stated that based on the value of 139 mg/dl, he took 0.625 mg of an oral diabetic medication. No resultant injury was reported. Patient did not provide the location where the discrepant results were obtained. Patient stated that the quality control testing was performed on the system 1 week earlier, and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect device is comfort curve test strips.